Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The stryker loaner care impaction drill was sent in for service due to over heating during a wisdom tooth extraction procedure. No adverse event was associated with the device. Another drill was used to complete the procedure without any delay.